Event description:
Hcp reported patient receiving intrathecal morphine and bupivicaine. During a routine refill procedure, residual drug removed from the reservoir was noted to be discolored. A specimen was sent for analysis and the results suggested contamination with phencyclidine, although a different lab did a repeat analysis and found no phencyclidine. The next week the patient was hospitalized with a fever of 101 degrees. The patient went home from the hospital and at their next refill, was reported to be doing well and "everything was fine."